Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The iabp is pending evaluation, and a supplemental report will be submitted when the information is available.

Event description:
Customer reported that while performing service on the cardiosave intra aortic balloon pump (iabp), an issue was observed with the battery performance. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and discovered that the batteries in question on this unit were expired. The fse replaced the batteries, and completed preventative maintenance. The iabp unit was returned to the customer and cleared for clinical use.

Event description:
Customer reported that while performing service on the cardiosave intra aortic balloon pump (iabp), an issue was observed with the battery performance. There was no patient involvement and no adverse event was reported.